Event description:
The user facility reported experiencing poor gas exchange for the first 90-minutes of the case. The user determined that it was not necessary to change out the oxygenator during the operation. However, as a precaution, the user provided supplementary ventilation of the pt's lungs during this time to assure adequate oxygenation. The case was completed successfully and there were no pt complications. Follow-up communication from the user indicated that the blood oxygenation level observed might have been related to the pt being toward the larger end of the size range. Additional event specific information was not available.